Manufacturer narrative:
Corrective action: in (B)(6) 2022, the company began distributing a new usb c cable (ptc cable) that showed a good performance when a low resistance path occurs inside the charger. We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission (submitted on (B)(6) 2023). Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, hearing aids were charged overnight on a bedside table; pictures provided show charger and cable severely melted and discolored. Investigation results: investigation showed local heat damage near usb receptacle (nothing was observed that would indicate fire); the device enclosure and cable insulation is warped and discolored, consistent with exposure to heat. Chloride based corrosion products are observed near the usb cable. The presence of corrosion in the usb cable connector can be sufficient to form a short circuit resulting in local heating near the usb receptacle. Findings support the suspected root-cause that a short circuit developed in the usb connector or usb receptacle due to corrosion. The presence of two separate hotspots indicates that the initial heat damage caused a fault in the battery or the battery protective circuit, which resulted in further heat damage. The device had flame retardant material on the charger housing and cord sleeve which prevents it from possible burning.